Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection between the supply bag and the supply line of the homechoice cassette was reported and it is known to cause this alarm. The loose connection resulted in a leak and the cause of the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. During troubleshooting, it was discovered that the supply bag came loose from the connection and spilled solution all onto the floor. The technical service representative advised to start over with new supplies or finish therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.